Manufacturer narrative:
Follow-up #1: date of submission 07/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2014 with the following findings: power on resets observed in the black box. No damage found to the battery compartment. Returned battery cap has stripped threads and cannot fully attach to the pump; power on resets duplicated with returned battery cap. A new test battery cap fully tightens to the pump with no yellow o ring showing. A 24hr duration test was completed using the test battery cap; no power interruptions were duplicated with test battery cap. Typical usage alarms observed in alarm history. The tdd¿s add up correctly and reflects the users programmed basal rate. A delivery accuracy test was successfully completed. The pump cover was removed. No evidence of internal moisture or damage to the power circuit was found. Unrelated to the complaint, the display screen was observed to have a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged a power issue had occurred just after a battery change, and the patient had a blood glucose (bg) 528 mg/dl with thirstiness, polyuria, and dehydration. Patient was not able to check ketones. During troubleshooting, customer support had the patient change the battery again, to one from a new pack, but the power issue was not resolved. The patient received no extraordinary treatment and has discontinued pump therapy. This complaint is being reported because the patient experienced hyperglycemia and the power issue was not resolved.